Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of lead lot # va1gj7j found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a product damage. The rep reported that the lead had not been used and they would be sending it back noting the tip of the electrode was bent out of package. The rep stated the product was not implanted. No patient medical symptoms were reported. No further complications were reported/ anticipated as a result of this event.